Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the inserter noticed that the green piece on the secureloc needle was separated upon opening the PICC kit during the middle of the sterile procedure. There was no injury or patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uncapped safety barrel is confirmed; however, the exact cause is unknown. One photograph of a secureloc introducer needle was returned for evaluation. An initial visual observation of the photograph showed the safety cap was separated from the rest of the can housing. No damage was observed to the cap or can. No use residue was observed. The details of the safety mechanism could not be discerned from the returned photo. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.